Event description:
A customer reported encountering a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. The customer contacted technical support, and with their assistance, performed a complete pump reset. After the reset, the error code no longer appeared, and the customer was able to successfully start their sensor session.